Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical decompression surgical procedure at c6-t2 to treat cervical spondylotic myelopathy. It was reported that the head of the locking cap broke when the surgeon tightened it after placing the mas crosslink. The broken portion was lodged in the inter-locking screw and was hard to remove, so the surgeon decided to remove the mas crosslink and use a rod crosslink instead. No patient complications were reported.

Manufacturer narrative:
Additional info: there are no obvious signs of damage. The female internal hex is still in good shape. The male threaded portion appears to be made to print. There does not appear to be a failure with this item.